Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the seal was protruding from the swivel, the device failed the outer hose inspection as the outer hose had a hole in zone 1, that the cutter rotates in the safe (load) position (power broken), and that the device failed the rotations per minute (rpm) assessment (actual reading: 67,085 rpm; specification: minimum of 75,000 rpm at 90 p.s.I). During repair it was observed that the lock cylinder and the pawl release castellation¿s were worn and that the vane was worn. It was determined that the hole in the outer hose in zone 1 was due to an assembly tooling issue. The assignable root cause was determined to be due to improper assembly / manufacturing. This issue has been captured in a CAPA. It was also determined that the device being power broken was caused by the worn pawl release and lock cylinder castellation¿s. The worn lock cylinder and pawl release castellation¿s were caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device was in operation. The assignable root cause of this condition was determined to be due to user error. It was further determined that the failed rpm assessment is due to worn vanes. The assignable root cause of the worn vanes was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine inspection it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was found that the seal was protruding from the swivel, the device failed the outer hose inspection as the outer hose had a hole in zone 1, that the cutter rotates in the safe (load) position (power broken), and that the device failed the rotations per minute (rpm) assessment. During repair it was observed that the lock cylinder and the pawl release castellation¿s were worn and that the vane was worn. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.